Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the dense tissue blade did not seem to be working effectively. All troubleshooting performed and blade would still not cut through tissue. The procedure was aborted. There was no patient injury. No further information available.